Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 441 mg/dl. Customer's blood glucose value was 158 mg/dl at the time of the call. Customer reported that the high blood glucose levels began when they started having issues with the serter not putting the cannula all the way in. Troubleshooting was performed and did not resolve the issue. The serter will not be returned for analysis.